Event description:
It was reported that during an unknown procedure, the 5 mm cannula broke off. It was not noted how the case was completed. No patient consequence reported. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.